Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device had never worked from day one, never worked for their symptoms, and their health care professional (hcp) said something was wrong. Patient went into surgery in (B)(6) 2017 and they did something. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The g4 date in the previous report has been updated to (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was not feeling the stimulation because it was too low, and they cranked it up too high. Patient was told it needed to be comfortable. The office booked the revision and it was replaced. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it never worked out of the hospital. The patient thought they felt a few twinges before they left. No further complications were reported/anticipated.